Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿insulin should be at room temperature before filling the cartridge". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of cold insulin, and remained static at 220 units. The customer's blood glucose level was 137 mg/dl. Recommendation was made to use room temperature insulin per labeling instructions. The customer declined to reload the cartridge.